Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-08664 & 1627487-2019-08663. It was reported the patient experienced a cerebrospinal fluid leak during a lead revision. It was stated that the patient later reported a headache. The headache has resolved without any intervention. All of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Related manufacturer reference# 1627487-2019-08664 & 1627487-2019-08663.